Event description:
It was reported that on (B)(6) 2018, that a 29 mm epic stented porcine heart valve w/flexfit system was successfully implanted in a mitral valve replacement (mvr) procedure. A tricuspid-heart-valve-repair (tvp) (temporary transvenous pacing) and an atrial folding procedure were also performed. The patients comorbidities are acute left heart failure with cardiac asthma and accidental atrial fibrillation. On (B)(6) 2018, the patient had acute left heart failure with cardiac asthma (pre-existing) and accidental atrial fibrillation (pre-existing). The hb was 101-140 bpm, the bp was 70-92/50-60 mmhg, oxyhemoglobin saturation was 87-98, and the breath was 25-45 bpm. After used cardiotonic and diuretic therapy with morphine, the patient was getting better. On (B)(6) 2018, an ECG was performed and revealed that there was atrial flutter (pre-existing) with normal ventricular rate. The conduction ratio was 4:1. Metoprolol and cordaron had been used to control the ventricular rate. But the effect was dissatisfactory. The ventricular rate ranged from 41-129 bpm, with a average of 71 bpm. On (B)(6) 2018, the patient was given synchronized electrical cardioversion. The autonomous heart beat was 40 bpm, and it maintained at 68 bpm after using pacemaker. On (B)(6) 2018, the holter result suggested that it was sinus rhythm (58-89 bpm), with accidental ventricular arrhythmia. The patient remained hemodynamically stable throughout the implant procedure. It was noted that the patient recovered, and was discharged on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of arrhythmia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, that a 29 mm epic stented porcine heart valve w/flexfit system was successfully implanted in a mitral valve replacement (mvr) procedure. A tricuspid-heart-valve-repair (tvp) and an atrial folding procedure were also performed. The patients comorbidities are acute left heart failure with cardiac asthma and accidental atrial fibrillation. On (B)(6) 2018, the patient had acute acute left heart failure with cardiac asthma (pre-existing) and accidental atrial fibrillation (pre-existing). The hb was 101-140 bpm, the bp was 70-92/50-60 mmhg, oxyhemoglobin saturation was 87-98, and the breath was 25-45 bpm. After used cardiotonic and diuretic therapy with morphine, the patient was getting better. On (B)(6) 2018, an ECG was performed and revealed that there was atrial flutter (pre-existing) with normal ventricular rate. The conduction ratio was 4:1. Metoprolol and cordaron had been used to control the ventricular rate. But the effect was dissatisfactory. The ventricular rate ranged from 41-129 bpm, with a average of 71 bpm. On (B)(6) 2018, the patient was given synchronized electrical cardioversion. The autonomous heart beat was 40 bpm, and it maintained at 68 bpm after using pacemaker. On (B)(6) 2018, the holter result suggested that it was sinus rhythm (58-89 bpm), with accidental ventricular arrhythmia. The patient remained hemodynamically stable throughout the implant procedure. It was noted that the patient recovered, and was discharged on (B)(6) 2018. No additional information was reported.